Event description:
It was reported that a patient presented to clinic for follow up and reported muscle stimulation around the heart area. Device interrogation revealed muscle stimulation during right ventricular (rv) lead pacing. The physician elected to explant and replace the rv lead. The patient was discharged following the procedure.